Event description:
The reporter stated that she did a meter to hcp meter comparison test. She took her meter into dr's office and tests were within 5 minutes, using separate fingersticks. Her meter reading was 276 mg/dl, and the dr's meter (type unk) read 90 mg/dl. She did not have any symptoms. During troubleshooting, a control solution test was done, with a result of er1. Using new vial, er1 again, confirmation dot on test strip compared to 180 mg/dl. On follow-up, the lifescan rep reviewed use of control solution, application of sample, coding, and storage of strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8